Event description:
Meter name: one touch profile. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: blurry vision. A patient reported they were unable to obtain a blood glucose result on the meter. Their meter allegedly would only prompt insert strip message. Patient has been unable to test since 2001. Patient has not been treated. No further information has been reported.